Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported "high psi value was displayed by root while patient was enough anesthetized." No patient impact or consequences were reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed external visual inspection. The sensor failed continuity testing due to an open r1, r2, l2, CT, and cb across the electrodes. Functional testing could not be performed as the sensor was returned used and could not be tested.